Event description:
It was reported that during a double vessel percutaneous transluminal coronary angioplasty/stent procedure, following placement of another co's stent in the "lad", the proximal portion of the stent in the diagonal became deformed. The tip of the guide wire in the distal diagonal separated. Attempts to retrieve the tip were unsuccessful and resulted in spasm. The pt was sent to ICU, arrested and CPR was initiated. Upon return to the cath lab it was noted that the "lad" and left main were in spasm and the diagonal branch was closed beyond the stent. Ultimately, the pt developed cardiac tamponade which required surgery. Reportedly, heart movement is improving and the pt is presently hospitalized. No further info was reported.